Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported by a family member that since this recent implant the patient was not feeling any stimulation. The device was set at 2.7 volts after implant, and a couple of days ago the patient told her husband she was not feeling anything. The patient was still having excess urine in the bladder and her symptoms have increased. The husband adjusted the therapy up to 2.8 v and then 2.9 v and at 2.9 v the patient felt the stim strongly so he backed it down to 2.8 v and patient felt the stim there, and he went back down to 2.7 v but patient did not feel it there. For the last 2-3 days the patient did not feel the stim at all, so it was increased to 2.9 v and patient does not feel stimulation and the programmer was not available for troubleshooting. The patient has upcoming appointment on (B)(6) 2018. The reporter mentioned his wife thought she had a uti / yeast infection on (B)(6) 2018 because she had some burning but it was determined she did not have one and it has been resolved. No further complications were reported or are anticipated.